Event description:
The customer reported the system locked up. There is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The power supply was adjusted during the svc call. The system was tested and found to be working as intended and put back into svc.